Event description:
A malfunction alarm identified as malf 9 was reported. Affected customer¿s blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact support again if the issue reappeared and confirmed their understanding.